Event description:
It was reported that during use, one of the pumps used for cardioplegia (pm4) did not occlude the 1/8" line. An insert was being used so that both 1/4 and 1/8" lines could be used on the same pump. When the 1/8" line did not occlude, they switched it to another pump where it occluded successfully. There was no complication to the patient.

Manufacturer narrative:
H3 analysis: the pump rotator was removed from the instrument and replaced at the user facility. Testing of the rotator at the manufacturer showed that the occlusion functions and dimensions were within specifications. Investigation continues in an attempt to reproduce the reported incident and includes mechanical verification of the pump housing and the pump raceway, tubing thickness and durometer differences, insert configurations, and calibration issues. Conclusion: current investigation cannot replicate the problem, and no conclusions can be drawn regarding the event. There was no reported complication to the patient.